Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "suspected rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Device has been explanted.